Event description:
It was reported that dissection occurred. The 90% stenosed target lesion was located in a mildly tortuous and mildly calcified right coronary artery (rca). A 32 x 3.00 promus elite drug-eluting stent was deployed together with guidezilla ii guide extension catheter. The stent was fully inflated and deployed at 12 atmospheres and post-dilated with a 3.50 x 12 mm nc trek balloon. After it was deployed and post-dilated, a distal stent edge dissection was observed. The dissection was observed as flow-limiting. The dissection was covered with another 2.5x38 mm promus elite drug-eluting stent and the procedure was completed. The patient fully recovered and was stable post-procedure.

Event description:
It was reported that a dissection occurred. The 90% stenosed target lesion was located in a mildly tortuous and mildly calcified right coronary artery (rca). A 32 x 3.00 promus elite drug-eluting stent was deployed together with guidezilla ii guide extension catheter. The stent was fully inflated and deployed at 12 atmospheres and post-dilated with a 3.50 x 12 mm non-bsc balloon. After it was deployed and post-dilated, a distal stent edge dissection was observed. The dissection was observed as flow-limiting. The dissection was covered with another 2.5x38 mm promus elite drug-eluting stent and the procedure was completed. The patient fully recovered and was stable post-procedure.